Event description:
It was reported that the asymptomatic patient presented in clinic for follow up when non-sustained lead noise due to post-paced t wave oversensing was observed. Sensing latency during exercise was also observed. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.